Event description:
Issue reported: clip fell off vessel after ligation. There was no patient harm.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There is a buildup of biological material in the bottom jaw, specifically. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the ratchet is intact. The first four clips were able to properly fire and attach to over-stressed surgical tubing. The fifth clip was unable to load properly as it did not latch onto the bottom jaw. This clip was manually removed and the buildup of biological material was manually removed. The remaining clips fired properly and attached to the over-stressed tubing. There were 11 clips returned in the sample, indicating that 4 clips were fired by the end user. The root cause of this complaint is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, this is an indication of unintentional user error that caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip slips off vessel during procedure" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the clips from properly loading. Once the buildup was removed, the remaining clips were able to fire properly. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the bottom jaw, this is an indication that unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73d1900537 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
Issue reported: clip fell off vessel after ligation. There was no patient harm.